Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the distal right coronary artery. It was not possible for the stent delivery system to cross the lesion; therefore, the stent delivery system was removed from the pt. A 3.0mm by 15mm ptca balloon was then inserted into the pt and advanced into the coronary artery. The ptca balloon was inflated at an unknown site when it was noticed under fluro that a stent was being deployed. The s7 delivery balloon was checked and there was no stent on it. There was no further info as to where the dislodged stent was deployed. No further treatment was to the lesion was reported. The pt was reported to be fine post procedure and there is no add'l clinical sequelae reported related to the event. The lesion not being pre-dilated likely contributed to the event.